Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed the light guide cable leakage. Based on the result, we concluded that it was caused due to the physical damage applied on the light guide cable. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.

Event description:
Lg-cable loosened, leaky at control body side. Connecting screws loosened. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.